Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. The customer's blood glucose (bg) levels were in the 200-300s mg/dl, but the customer took a manual injection to manage their bgs.